Event description:
It was reported by the clinician that an open heart procedure was being performed on a patient. During the procedure, a piece of the spring wire guide (swg) became dislodged and was lost inside the patient. The procedure was completed without further incident. Three days later, the patient was sent to radiology in an effort to locate the piece of swg. The swg was located and was successfully retrieved. There were no further patient complications reported.

Manufacturer narrative:
.